Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that bilateral suture placement in the calcified right and left common femoral arteries was attempted with six proglide devices using the pre-close technique via an 8f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed for five devices. One proglide suture never captured the vessel and the whole suture came out. Proglide used was abandoned. The sheath was upsized to 11f and 19f. The aaa procedure was completed. Hemostasis was achieved at both access sites with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.